Event description:
Reason for revision: due to loosening/ infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. Sterile certificates were reviewed for the batches listed on the product forms. No anomalies were detected. From the x-rays, one can notice that the superior screw is broken and that the glenosphere is disassembled. There are signs of osteolysis around the inferior screw. It seems that only 2 screws were implanted whereas 4 screw are required to stabilize the glenosphere. The origin of the breakage cannot be determined with certainty, but these elements might have contributed to the incident. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.